Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Patient did not respond to multiple requests for more information. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information.

Event description:
Facebook complaint received: "still have it in after 12 years don't do a thing for me had many different mg of fluid either was throwing up all the time if it was tight ! I have a lot of health problems really scared to take it out not because of band".